Event description:
The customer returned this device for repair of the issue of noise. There is no harm reported to any patient. Upon evaluation of the returned device, it was noted that foreign matter was found in the secondary water supply channel. This medwatch is being submitted for the issue of foreign matter was found in the secondary water supply channel during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection it was noted that foreign matter was found in the secondary water supply channel. This indicates that the device was insufficiently cleaned. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to insufficient reprocessing or handling. It is recommended to the user to instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.